Event description:
Customer reported the following: when using a hospira pca pump set with the antimicrobial maxplus connector, the luer will come out of the connector and pca solution leaks out. The spin collar on the pca set does not seem tight enough and if you touch it, it will come out of the valve. This has been intermittently occurring and it happens sometimes when first connected and sometimes an hour or so after the infusion is started. Customer uses other carefusion tubings with the valve and has had no problems. Customer also stated that when they connect the pca tubing to the cap, they push it in completely before locking it tightly. Then upon opening the pca pump, the cap pops out. After trying several times, it still leaks. The other problem they reported is that there is also leaking every time they use it with an IV catheter, navilyst. It leaks between the connection of the cap and the hub. They will tighten the cap and then have difficulty removing it and have to use a clamp to remove the cap. There was no report of pt harm or medical intervention. Customer stated no further event or pt info could be provided.

Manufacturer narrative:
(B)(4). The device has been received, but the failure investigation is pending. A follow up report will be submitted once the investigation has been completed.